Event description:
It was reported "iabp dies within 15-20 seconds when unplugged". To continue therapy, the iabp console was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "iabp shutting down within 15-20 seconds of being unplugged from outlet" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "iabp dies within 15-20 seconds when unplugged". To continue therapy, the iabp console was swapped out. No patient injury or consequence reported. The patient's current condiion is reported as "fine".